Manufacturer narrative:
Product analysis: analysis was unable to confirm the customers comment regarding the printer not working. Could not reproduce printer issue. Printer prints as expected. However, printer drawer was broken. Replaced printer drawer. Stylus tip was broken. Stylus works intermittently. Replaced and performed calibration of stylus. Device passed all final and functional test. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers printer was not working. The device was returned for repair. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.